Event description:
Pt underwent elective spine deformity correction surgery in presence of known severe osteoporosis. She received vertebral augmentation with cortoss bone cement at t8, 9, 10 bilaterally at the top of her spinal implants to minimize obvious fracture risk above spinal hardware. The cement was found to leak uncontrollably into the surrounding pulmonary vessels during otherwise uneventful injection using company described technique. Reason for use: augmentation of severely osteopenic vertebrae above.